Event description:
Note: this report pertains to one of two devices implanted during the same procedure. (MFR. Report # 3005099803-2013-00159 and MFR. Report # 3005099803-2013-00160). It was reported to boston scientific corporation that on (B)(6) 2009, a pinnacle posterior pelvic floor repair kit and a lynx suprapubic mid-urethral sling system were implanted into the patient. This report pertains to the former. According to the complainant, the patient experienced unspecified injuries. Additional information provided by the physician's office is listed below. The patient was implanted with the lynx and pinnacle devices during a sling placement and vaginal colpopexy procedure. A cystoscopy was also performed during that procedure. On (B)(6) 2010, the patient returned to the physician complaining of bladder pressure. The patient did not report having any other complications besides the bladder pressure. The patient currently is using a pessary (reason for use unspecified and unknown). Her current condition is unknown. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient age and weight are for the time of the implantation surgery. (B)(4).